Event description:
The lead was implanted on (B)(6)2003 and capped on (B)(6)2012. Replaced medtronic lead 4568-(B)(6) that have dropping impedance. The procedure took place at (B)(6)hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).